Manufacturer narrative:
Communication errors. The service rep was unable to duplicate the problem.

Event description:
It was reported the 9800 system has intermittent communication errors. No patient was injured.